Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.

Manufacturer narrative:
Follow-up # 1 date of submission 8/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/19/2016 with the following findings: a review of the pump¿s black box data verified that time and date reset to default settings after the pump was rebooted. The evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The investigation discovered that the pump¿s internal battery was leaking and unable to hold a charge. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(4).